Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was attempted to be implanted in the biliary tract to treat cholangitis during an endoscopic biliary stent placement procedure performed on (B)(6) 2026. During the procedure, the inner catheter was stretched, and the stent could not be deployed. The procedure was cancelled. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent failure to deploy. The investigation determined that the suture hole was torn. It is possible that the device experienced pressure during stent deployment, potentially due to physician technique or procedural tortuosity. It is most likely that resistance encountered during deployment damaged the suture hole, which contributed to difficulty in stent release during the procedure. However, the additional reported event of guide catheter stretched was not confirmed as this allegation was not identified during visual analysis of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a flexima biliary stent and its delivery system was returned for analysis. Visual inspection identified the push catheter suture hole torn. However, the guide catheter was not observed to be stretched. No other device problems were identified. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was attempted to be implanted in the biliary tract to treat cholangitis during an endoscopic biliary stent placement procedure performed on (B)(6) 2026. During the procedure, the inner catheter was stretched, and the stent could not be deployed. The procedure was cancelled. There were no patient complications reported as a results of this event.